Event description:
Intraoperatively, the impedance readings for electrodes 8 and 9 were >10,000 using the default setting. Postoperatively, when the defaults were increased to 3 volts; impedance readings of >40,000 were found on electrodes 5, 6 and 7. They were able to successfully program the stimulator to cover the pt's pain areas.

Manufacturer narrative:
.